Manufacturer narrative:
Retainer ring = black. Case type = ngp. The customer was hospitalized for alleged high bgs, insulin flow block alarm and cosmetic damage located at the back of the pump on (B)(6) 2023. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at (B)(4). The pump had high sleep current measurement, unexpected low battery alarm, replace batt alert/change battery fault (73), and replace battery now alarm/off no power (11) problem isolated to pcba 2. Using a test pcba 1 and the original pcba 2, the pump still had high sleep (B)(6) 2023 11:39:00.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. Please see below for the pump errors/alarms noted 1 week prior to the event date 13-feb-2023 in the formatted history file. (B)(6)2023 00:30:27.000 batteryinserted. (B)(6)2023 17:28:16.000 alarmalertnotification faultnumber = stuck key alarm (61). (B)(6)2023 12:48:32.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. (B)(6)2023 11:23:10.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. (B)(6)2023 11:39:00.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.

Event description:
The customer reported via phone call that they experienced high blood glucose.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 556 mg/dl. The customer was admitted to the hospital due to hyperglycemia. The customer reported that the high blood glucose occurred due to the insulin flow block alarm on the insulin pump. The customer also reported a crack in the insulin pump in the battery compartment. Troubleshooting for high blood glucose was declined by the customer. It is unknown whether the customer was using or not using the insulin pump system within 48 hours of the reported high blood glucose event and whether the auto mode/smart guard feature was active or inactive. The customer will discontinue using the device and the insulin pump will be returned for analysis.